Manufacturer narrative:
Continuation of d10: w4tr03 crt-p implanted:(B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is in hospice and claims having shocks coming from the cardiac resynchronization therapy pacemaker (crt-p) pacemaker. Per the patients spouse, this has been going on for about eight months. Additionally, it was stated the episodes are intermittent and irregular, in the past 20 minutes I have seen about five. I see the chest muscle twitch and the area come up." It was also reported that the patient was in the hospital a few days ago and the family had requested that the crt-p device be turned off, and had two leads turned off." The crt-p and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.